Event description:
Surgeon reported slippage of the implants has been seen both in the uss low profile system and the click'x system over a period of the last 6 months in 3 to 4 pts who were treated by different surgeons. These pts had to undergo a revision surgery. This is pt #2 of 4 reported. This report is # 5 of 15 for these events.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.